Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the relay on the processor/bridge/pace board. The processor/bridge/pace will be replaced to remedy the report. The board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device failed self tests for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.